Event description:
Patient is on ltv during rest period and on a different vent while in wheelchair. Upon installation in bed, the therapist turned the machine on and check the parameters (as per usual procedure) and installed it on the patient. The unit worked normally for about 2 minutes and then turned itself off (without any button being pressed not any power failure. The machine was removed and brought to the respiratory therapy department for further testing. It has never worked properly afterwards (turn its self on and off repeatedly). Visual/audible inop alarm was present. Unit was on ac power source. No patient harm indicated.